Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during selftest, on (B)(6) 2024, the medical staff failed the routine self check of the ventilator, indicating that the safety valve was malfunctioning. No patient involvement.